Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement with the device was reported.

Manufacturer narrative:
Qn#(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one opened cvc set with multiple components, including a guide wire, an arrow raulerson syringe (ars), and an introducer needle for evaluation. Signs of use were observed on the guide wire and inside the advancer tube. The customer was contacted and confirmed that the issue was observed prior to use and the sample may have been contaminated in the clinical room. Visual inspection of the guide wire revealed one kink towards the distal end of the body. The location of this kink would have been within the straightener tube, protecting it from damage. Microscopic examination confirmed both welds were present and spherical. Visual analysis of the straightener tube revealed no obvious defects or anomalies. The kink on the guide wire measured 47mm from the distal weld. The guide wire total length measured 600mm, which is within the specification limits of 596-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.79mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The returned swg was functionally tested per the instructions for use (IFU). The IFU provided with this kit states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The undamaged portions of the wire passed through the returned ars and 18 ga introducer needle with minimal resistance. A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not use if package is damaged. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The report that the spring wire guide was kinked was confirmed through visual examination of the returned sample. The customer report indicated the damage was observed prior to use, but the returned guide wire contained significant signs of use. One kink was observed on the guide wire body. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings to suggest a manufacturing related cause. The portion of the guide wire that was kink would have been protected within the assembly tubing during packaging, storage, and shipping, so it cannot be confirmed when the guide wire was damaged. Based on these circumstances, the root cause of this investigation is undetermined. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the spring wire guide was found kinked prior to patient use. No patient involvement with the device was reported.